Manufacturer narrative:
Physio-control evaluated the device and was initially unable to verify the reported intermittent connection issue. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy connector assembly and observed that the connector was excessively worn which was causing the reported intermittent connection issue.

Event description:
The customer reported that their device was intermittently not detecting the connection of the defibrillation therapy cable assembly. There was no patient use associated with the reported issue.